Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Additional: a service history review revealed that this device was not previously serviced for the reported condition.

Event description:
During baxter's review of the event history, it was discovered that failure code 808:07 occurred once during infusion on (B)(6) 2010. An interruption during delivery occurred. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.